Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an error code 255-32768-42 on the pcu while infusion. There was patient involvement but no harm. Additional information received 12mar2026: customer states it is "unknown" if other devices were infusing medication at the time of the error code. The were no life-threatening medications infusing at the time of the event.